Event description:
(B)(4). I had essure implanted under general anesthesia in (B)(6) 2004, not long after I began experiencing a myriad of seemingly unrelated symptoms. Immediately my periods became substantially heavier and intercourse became unbearably painful. I started gaining weight and started having acne breakouts on my face, chest, and back. I was always bloated and had chronic pain in my generalized reproductive organ area. I was constantly puffy and inflamed and had such severe gum swelling that 3 of my teeth came out. By 2010 my symptoms became markedly worse, what was persistent troubling chronic inflammation based symptoms started manifesting more acutely also. I assumed I was suffering either early menopause of thyroid issues as I had no energy, no sex drive, horrible memory impairment and nasty brain fog; my hormonal testing kept coming up normal though. In 2011 my pancreas began inflaming with persistent pancreatitis. I had hair and blood tests to determine the cause and I tested positive for metal toxicity, this was treated with months of non-insurance covered intravenous nutrient therapy. In 2012 I was diagnosed with interstitial cystitis, which is a chronic bladder inflammation disorder. In 2013 I had an attack of black tar vomit and was hospitalized, testing revealed inflammation of my intestines. After this hospitalization I was once again tested for hormone problems and heavy metals, once again my hormones were fine but I was riddled with toxins...it was then that I considered essure might be related to my declining health. After 2 more years of chronic pain and continued inflammation I was diagnosed with endometriosis and adenomyosis, and was scheduled for hysterectomy. I had hysterectomy on (B)(6) 2105 and my pathology report noted several leiomyomata, a dilated cyst at my right cornu connected to the essure coil, multiple paratubal cysts,erythematous and hemorrhagic uterine tissue, a hemorrhage cervix, five fibroids, and 1 broken coil.